Manufacturer narrative:
Pump received no button response due to flattened act and down button dome switch. No button error alarm during testing. Also received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and scratched keypad overlay. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen on top of insulin pump causing damage to keypad. Customer's blood glucose was 125 mg/dl. Customer was advised that insulin pump would need to be replaced.